Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: oxygen supply failed, technical 231007 & 231008 (o2 valve leak). Error came intermittently so customer used for patient without informing, finally they stopped using for patient and requested for service no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: oxygen supply failed, technical 231007 & 231008 (o2 valve leak). Error came intermittently so customer used for patient without informing, finally they stopped using for patient and requested for service. No health consequences or impact.